Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water to fill each container and a leak was observed at the spike port bonding area of the 2 samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.